Event description:
A trellis reserve 20cm device was inserted for treatment of a femoral-popliteal bypass graft with approximately 30cm of thrombus via a contralateral approach. The first run with the trellis device was completed successfully. However, upon insertion of the guidewire for repositioning of the device, it was noted that there was some resistance when it was tracked through the distal tip of the device. The dispersion wire was inserted and the second run was completed successfully. Upon reinsertion of the guidewire for device removal, there was resistance advancing it through the device and during attempted removal of the device over the wire. The resistance was increased upon retraction into the sheath, which resulted in detachment of the distal tip of the treillis device within the sheath after device removal. A 0.014" guidewire was then inserted into the sheath and past the trellis tip within the sheath for successful removal of the sheath and tip. Another sheath was inserted and there were no additional clinical sequelae reported relative to the event.